Event description:
The reporter contacted animas on (B)(6) 2012 alleging air bubbles at the luer lock connection and in the cartridge for the past three months, happening at any time almost every day. The patient was reported to have had elevated blood glucose (bg) of 200-300 mg/dl with moderate ketones measured. The reporter stated that she clears the bubbles from the cartridge and connection, boluses the patient via the pump and then the patient's bg comes down to within normal range. The reporter stated that the patient had been playing more contact sports over the past three months. Animas customer technical support reviewed the proper technique for filling and connecting cartridge/tubing to ensure no bubbles. The product is not being returned for investigation. This complaint is being reported because the patient reportedly experienced elevated bg as a result of alleged air bubbles in the cartridge/luer lock connection that was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. A fill, force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The insulin cartridge has not been returned to animas for evaluation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.